Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report was implanted after the lead was checked. The pocket was closed and the programmer showed high impedances (>3000 ohms) even after several attempts, so it was decided to open the pocket. It was found out that there was a mistake in the connections: the pacing/sensing connector in ventricle (is-1 connection) was connected where the svc coil should be connected (df-1 connection) and vice versa. The rv coil (df-1 connection) was properly connected. After correct repositioning of the connection pins, during the interrogation the measures of the coil impedances were ok but the pacing impedance remained too high (>3000 ohms). Then the ICD was disconnected again and the measurements of the lead were taken with pace system analyzer again and were normal. The ICD was connected again but the high pacing impedance remained. Understanding that the lead was not the problem, the ICD was replaced without showing any anomaly. The subject ICD was returned for analysis.